Manufacturer narrative:
Switch failure due to intermittent contact between the hand piece and the button assembly. Eval summary: the ace36p device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device did not work. The customer used another like device to complete the case with no patient consequence.